Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample. A batch review was not performed since no lot number was available. A root cause was not identified. Baxter has found that similar reports have been received for the reported problem and will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient contacted (B)(4) regarding assistance with a low drain volume alarm while using the homechoice (hc) during the initial drain. (B)(4) had the patient close/open the transfer set three times, move the clamp and rub the line, pull up on the lines, check the lines for fibrin or air and then press "go". The patient stated there were air bubbles in the patient line. (B)(4) explained the patient would need to end therapy and start over with new supplies. Product surveillance contacted the patient who explained there was air in the lines because she did not open the clamps when the lines primed. The patient stated she was able to continue therapy without any complications. No injury or medical intervention was reported.